Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was cracked. A new cartridge was loaded resolving the issue. Customer's blood glucose level was 220 mg/dl.